Event description:
The customer reported being hospitalized for a non diabetes related issue. The customer stated that the insulin pump alarmed. Reviewed the alarm history and found a low reservoir alarm. Days later, his wife called to report that the insulin pump had intermittent blank display. The caller stated that the customer had a stroke and he was admitted, but they do not believe the insulin pump caused the event. Troubleshooting was performed. The blood glucose reading was 94mg/dl. The customer stated that the buttons were unresponsive, and when they pressed the buttons the display goes blank and takes a minute to come back. Advised that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display when button pressed. Anomaly isolated to the lcd board. Unable to perform basic occlusion test, occlusion, prime, excessive no delivery test and displacement test due to blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.